Event description:
Baxter spain reported a broken transfer set. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a broken transfer set. One occluder foot was broken, and the other was cracked. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.